Event description:
A patient service representative (psr) contacted zoll customer support while attempting to fit a (B)(6) female patient to report an inability to baseline the patient. The patient was issued a replacement electrode belt

Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot baseline patient) has been confirmed. The cause of the inability to complete a baseline is a defective bifet op amp component u1 inside ECG electrode c. Pin 3 was out of tolerance. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement electrode belt.